Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic during followup with an implantable cardioverter defibrillator with episodes of oversensing. The device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable before, during, and after the followup.